Event description:
The pt reported the express fluid warmer caught on fire near the plug at the back of the unit during hemodialysis treatment. The therapy fluid bag on the warmer at the time split open and extinguished the fire which was described as small and contained. There was no injury to the pt and no damaged to property.

Manufacturer narrative:
The device has not yet been returned at the time of this report. A f/u report will be submitted. The express fluid warmer is designed and tested to conform to all required electrical safety standards and to iec-60601-1.